Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found the primary finding of instrument grips-tips/broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece, approximately .193" x .554", was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales associate informed the isi technical support engineer (tse) that the customer had a fenestrated bipolar instrument that broke when they were removing it from the arm and one of the jaws broke off into the patient. The customer used a c-arm x-ray to find the jaws and removed it. There were no reported injuries to the patient. The customer installed another fenestrated bipolar instrument into the same arm, and it worked normally. The tse reviewed the onsite logs and found no related errors. The customer was able to complete the case. The customer will return the instrument. The procedure was completed with no reported injury. Isi followed up with the isi csa and obtained the following additional information: the csa stated all fragments were confirmed to be retrieved. The instrument was not inspected as it was the first use out of the box. There was a delay of 20 minutes since the surgeon used the c-arm x-ray to retrieve the fragment from the patient. The csa does not know how long the instrument was in use for prior to the issue. The instrument did not collide with another instrument or hard material in use. When the scrub technician removed the instrument from arm, he said the jaw was missing. The scrub technician noticed the instrument was bent when it came out of the cannula. The whole arm was flipped upside down. There are no recordings or images. The patient was not harmed and had no injuries.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument jaws broke and fell into patient, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used a c-arm x-ray to retrieve the fragments and used another fenestrated bipolar instrument to complete the case. Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.